Event description:
It was reported that after cementing both implant retained crowns and inlays/onlays with calibra, several of the treated teeth became sensitive; endodontic therapy was performed in two cases as a result.

Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention, it was reported that endodontic therapy was performed in this case. Further, because there have been previously reported events involving sensitivity that necessitated endodontic therapy after use of calibra, the possibility exists that the need for therapy in this case was related to use of the device. Therefore, this event is reported per 21 cfr 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.